Manufacturer narrative:
The reported events were lead dislodgement, failure to capture, failure to sense and low pacing impedance. As received, a complete lead was returned in one piece with the helix extended and clogged with blood/tissue. The reported events of failure to capture, failure to sense and low pacing impedance were not confirmed. Visual and x-ray examinations of the lead did not find any anomalies. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts. The measured helix extension length was within specification.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an explant procedure. Prior to the procedure, it was noted that the right atrial (ra) lead and the right ventricular (rv) lead had dislodged. The ra and rv leads were explanted and replaced. The patient was in stable condition throughout the procedure.

Event description:
New information received notes the right atrial (ra) lead and the right ventricular (rv) lead had dislodged and exhibited failure to capture, failure to sense and low pacing impedance. The dislodgement was visualized with fluoroscopy imaging. The ra and rv leads were explanted and replaced. The patient was in stable condition throughout the procedure.